Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6) the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zct375 tecnis toric iol (intraocular lens), which is implanted on patient's right eye (od) had rotated postoperatively to 160 degrees and was on the wrong axis. Patient's postoperative refraction was: sphere +0.5 cylinder -3.0 axis 5 degrees with postoperative iol position at 160 degrees (axis position). 130 degrees was the intended position. Visual acuity pre-op: 0.5 visual acuity post-op: 0.65 refraction, 0.5 dpt sph plan it was also noted that patient's vision was affected by the rotation and was suffering from astigmatism. As a result, iol rotation will be scheduled on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.